Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported, that there was a programming error that resulted in an incorrect infusion rate for an infusion of norepinephrine. The patient was admitted overnight from the emergency department (ed) with an admitting diagnosis of acute kidney injury and shock requiring vasopressor support. At shift change, the documented calculation weight was 81kg per bed (which was reported as having been measured with "lots of blankets") norepinephrine drip verified with orders and running at 81mcg/kg/min. Heparin infusion was initiated at 1100 on with orders for a calculation weight of 70kg - consistent with weight obtained in ed. The calculation weight was changed in essentris (electronic medical record software) and the provider was notified of the weight change. The provider advised that an increased norepinephrine dose was expected and not indicative of an actual increase in patient's requirement to maintain goal mean arterial pressure of greater than 65mmhg. There was patient involvement but no harm. There was a product enhancement requested that the brains should hold the weight calculation information instead of making each channel an independent entity.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error.

Event description:
It was reported, that there was a programming error that resulted in an incorrect infusion rate for an infusion of norepinephrine. The patient was admitted overnight from the emergency department (ed) with an admitting diagnosis of acute kidney injury and shock requiring vasopressor support. At shift change, the documented calculation weight was 81kg per bed (which was reported as having been measured with "lots of blankets") norepinephrine drip verified with orders and running at 81mcg/kg/min. Heparin infusion was initiated at 1100 on with orders for a calculation weight of 70kg - consistent with weight obtained in ed. The calculation weight was changed in essentris (electronic medical record software) and the provider was notified of the weight change. The provider advised that an increased norepinephrine dose was expected and not indicative of an actual increase in patient's requirement to maintain goal mean arterial pressure of greater than 65mmhg. There was patient involvement but no harm. There was a product enhancement requested that the brains should hold the weight calculation information instead of making each channel an independent entity.